Event description:
Reporter received a call from the hosp social worker: pt's family member reported 500 ml of an enteral feeding solution were hung and the pump was set to deliver 60 mg/hr. Family member stated about 5 hours elapsed when they noticed the pump was not administering the feeding. They stated the pump was on but did not alarm. Pt was hospitalized for dehydration following the event. One pt involved.